Event description:
The customer reported that the system had a generator error and would not x-ray. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fluoro functions board. X-ray monoblock, and the power switch were replaced during the service call. The system was tested and found to be working as intended and put back into service.